Manufacturer narrative:
Analysis not required for sealed sensors due to sensors being expired (B)(4) 2014.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported hospitalization due to high blood glucose. The customer's blood glucose reading was approximately 600 mg/dl. The customer also stated that his reservoir was having a malfunction as well as the sensors they were alarming calibration error. The reservoirs and sensors are being replaced. No further information reported.